Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after defibrillation threshold testing, the implantable cardioverter defibrillator (ICD) delivered did not display a high voltage impedance value or a shock energy value. The device remains in use. The patient was enrolled in a clinical study. No patient complications have been reported as a result of this event.